Event description:
The physician was using the total cross pta balloon to dilate a sharp, calcified lesion when the balloon was perforated. There was no report of injury or complications to the patient.